Event description:
This serious case reported to company refers to a (B)(6) female with a medical history of high blood pressure, treated with metoprolol 25mg once per day. On (B)(6) 2018, a consumer used nix ultra liquid to treat head lice and experienced headache, nausea and increase in blood pressure. Consumer applied product to hair over a sink and the product accidentally "went up her nose": she instantly got a "pounding" headache and was taken for medical evaluation. Blood pressure was reported to be elevated upon arrival to clinic. Exact bp not known. Consumer was treated with clonidine 0.1mg x2 with no effect on lowering her bp. Consumer was then taken to the emergency department by her son and upon arrival her bp 205/94. She was treated with "IV benadryl and promethazine" then released home. On (B)(6) 2018, consumer returned to emergency department with "pounding headache, high bp and nausea". CT of the head was negative. Bp 199/99. Consumer was treated with "sodium chloride, diphenhydramine 50mg, dexamethasone 10mg, ketorolac 30mg, and metoclopramide 5mg". It was reported that bp stabilized at 156/77, headache subsided and consumer released home with an increased strength of metoprolol.